Event description:
During a low anterior resection, possible abdominal perineal resection two ax55b devices were fired for distal resections. The surgeon decided he needed to fire a third device and make a lower, more distal transection to resect tumor. The ecs29 was then inserted transanally and it was noted there appeared to be no staple line from the firng of the third ax55b. The ecs29 went straight through where the staple should have been. The surgeon felt where the staple line should be and felt no staples and the rectum was found to be open. At that point the surgeon decided to create a colostomy and proceed with an abdominal perineal resection. The third ax55b was inspected and it was noted the staple drivers were in the fired position.